Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the manifold. A visual examination of the crimped stent found damage along the entire stent. Slight distortion was noted to stent struts 1, 2, 3 and 10 (counting from distal towards proximal end). More pronounced damage was noted to struts 4 to 9 which were stretched, twisted and lifted from the stent profile. Slight movement of the stent on the balloon was noted as the distal end of the stent is touching the distal marker band. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Slight deformation of the balloon wall within the damaged stent struts was noted. A visual and tactile examination found no issues with the bumper tip. A visual and tactile examination found a hypotube and strain relief break approximately 20mm proximal to the end of the strain relief. There was no indication that this damage formed part of the complaint incident. A visual and tactile examination of the mid-shaft section found no issues. A visual and tactile examination of the inner and outer shaft polymer extrusion and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-dec-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery (rca). After a non-bsc guide wire crossed the lesion and pre-dilatation was preformed with a non-bsc balloon catheter, a 3.00x28mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The lesion was dilated again with a maverick balloon catheter and the procedure was completed with another promus element¿ plus drug-eluting stent of different size. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.